Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: balloon on trocar would not inflate. Used another trocar same vendor. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. No unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure. The case was not extended by more than 30 minutes.